Manufacturer narrative:
Investigation: review of the DHR disclosed one non-related qn was initiated for this lot number during the packaging process; it would not impact the outcome of the quality of the product relevant to the defect. It also revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Observations and testing could not be performed because units were not received for investigation of this incident. The defect leakage; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter blood leaked everywhere from the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter blood leaked everywhere from the catheter.